Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including clear passage and pressure testing were performed, and the device performed according to product specification. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the primary tubing of an unspecified quantity clearlink solution sets leaked. The leaks occurred in "the first white area of the tubing towards the bottom". The nurse was unsure if there were any holes, but stated "there were no cracks". This issue was identified during unspecified process step during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.